Event description:
It was reported when using the bd pyxis medstation system remote manager failed, which prevented users from accessing medication. The customer had to initiate a recovery process every time the system was opened as it failed to register when closed and there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis remote manager had failed. A field service engineer discovered that the latch was not reading as closed and replaced the latch. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations remote manager failed due to the latch did not register as closed. A field service engineer replaced the latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system remote manager failed, which prevented users from accessing medication. The customer had to initiate a recovery process every time the system was opened as it failed to register when closed and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.